Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsk5 malfunctioned. It would not cut and would not coagulate. Another device was used to complete the case. There was no consequence to the pt.